Event description:
It was reported that there was a suspected overdischarge. It was unknown what number overdischarge this was for the devices. The patient had not recharged either of their batteries in over three years. They were feeling better and did not need them. Physician mode recharges (pmrs) failed to successfully reset the devices; replacements were planned. Additional information received noted that the patient was still waiting to have the batteries replaced. There were no patient symptoms or complications noted and no outcomes were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37713, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3487a-45, lot # v438301, implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3487a-45, lot # v438301, implanted: (B)(6) 2011, product type lead; product ID 3487a-45, lot # v454984, implanted: (B)(6) 2011, product type lead; product ID 3487a-45, lot # v454984, implanted: (B)(6) 2011, product type lead; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).